Manufacturer narrative:
(B)(4). The customer provided two photos of a cracked needle hub and returned one product lidstock and introducer needle for evaluation. Visual examination revealed two large cracks in the needle hub. The returned needle was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU states, "insert introducer needle with attached arrow raulerson syringe into vein and aspirate." The returned introducer needle was connected to a lab inventory ars to functionally test. When the syringe and needle were used to aspirate, air bubbles entered the syringe body. When the syringe and needle were used to expel water, small droplets of water appeared from the cracks in the hub. The hub of the needle was tested with the male luer gage and was within the specified range. This indicates that the luer conforms to iso 594-1:1986. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit was reviewed as part of this complaint investigation. The reported complaint that the introducer needle hub was cracked was confirmed by the complaint investigation. The returned introducer needle contained two cracks in the hub. A device history record review was performed with no relevant findings found. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related.

Event description:
Customer reported "introducer needle housing breaks (on the connection of the syringe) during cvc insertion via subclavian vein. While drawing blood air starts to enter into the syringe and the procedure is stopped." A new kit was used. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported "introducer needle housing breaks (on the connection of the syringe) during cvc insertion via subclavian vein. While drawing blood air starts to enter into the syringe and the procedure is stopped." A new kit was used. No patient harm reported. The patient's condition is reported as fine.